Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a brain procedure. It was reported that while the canula was sent to the trajectories, the cannula was outside of the trajectory by 2 mm to target. The rep reports that they used the start drive to reposition both leads. There was no patient harm and a delay of less than one hour. (B)(6) 2021. (B)(4). (Other): no new information.